Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/18/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number. The provided lot number pmm620 corresponds to a product code associated with a different device. Please confirm the product code is w3208 (monocryl suture). Investigation summary :.only pictures were returned for analysis. Upon visual inspection of the picture a broken needle could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *are there any future interventions; including x-ray planned to locate the broken needle tip? *was the procedure completed successfully? *was there any adverse consequence associated with the patient? *initial procedure date? *what is the patient's current status?

Event description:
It was reported that a patient underwent a hemicolectomy procedure on (B)(6) 2019 and suture was used. During skin closure, the needle tip broke off and they could not find the missing tip. There were no adverse patient consequences reported.